Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one idrive ultra powered handle 1 and one endo gia adapter xl opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering evaluation of the returned devices, and an evaluation of the returned devices. No visual or functional abnormalities were noted for the handle or adapter. The returned products as received by medtronic were found to meet specifications and the reported condition was not confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the reload would not fire when clamped on tissue. No other button or toggle would function on the handle. Removal and reinsertion of battery and adapter did not reset the device. A screwdriver tool was utilized to manually open the reload. Another stapler was used to complete the procedure. There was no patient injury.